Event description:
A peritoneal dialysis pt called fresenius tech support regarding slow drains with drain complication alarms. The pt stated he has peritonitis and is taking medication for it. The pt reports no bubbles and only primes one time. The cycler was not replaced.

Manufacturer narrative:
A product investigation was performed for this device. The device was not returned for failure analysis. A review of the device history records was performed for this device. There were no unexpected variances, adjustments or comments noted in the device records. A review of the complaint tracking system listed no other complaints for the reported symptoms for this device. A review was performed by the post market clinical dept. Per the pharmacovigilance associate medical director, peritoneal is typically due to touch contamination of the peritoneal dialysis catheter/tubing connection and not attributed to cycler. The cycler created an alarm to alert the user of a potential problem. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.